Event description:
Report rec'd of latex allergy reaction. A nurse with a known history of latex allergy reaction was using the product on her pts. Aware of latex in product, but since hospital (unk) continued to buy some products containing latex, she felt she had no choice but to use what was needed on her pt. With her known history of latex allergy, the nurse uses latex free gloves and products whenever possible. Several minutes after opening the product for use, plus an IV start kit mfg by another co, she had trouble breathing, wheezing, and rashes developed. Her usual treatment of liquid benadryl and albuterol inhaler was not sufficient for this occurrence, so she required treatment with epinephrine. She needed to go home to recover. Normally she remains at work and waits until the symptoms subside.